Event description:
The surgeon attempted to implant an aq2003v silicone lens but the injector was catching the haptic while it was being inserted. The surgeon wasn't sure if the lens was damaged, so decided to use another lens. There was patient contact but no injury. An msi-pm injector and an aq fp cartridge were used but the lot numbers were not provided by the facility.